Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 18-oct-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated replacement syringes were received from the pharmacy and that the initial concern has been resolved.

Event description:
Consumer reported complaint for the 31g syringes. Customer stated she started using the syringes a few days prior and that this is the first time she is using this brand. Customer stated that the end of the needle has "burs" and is not as smooth as it should be. Customer stated it is very hard to insert the needle into her skin and that it hurts. At the time of the call, the customer felt well and did not report any symptoms. No medical intervention associated with the use of the product was reported. Customer stated she had discarded the syringes she had used.

Manufacturer narrative:
Sections with additional information as of 30-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: syringes were returned for evaluation. Returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed. Reported defect not reproduced on the syringes and no abnormalities on retain samples, and review batch record. All the test results meets the requirements. Most likely root cause: mlc-061: improper use/mishandle by end user.